Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿442mg/dl¿ with the subject meter and ¿190mg/dl¿ on another device over 30 minutes apart. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter readings and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that 2-3 days after the alleged product issue occurred they developed the symptom of ¿blurry vision¿. In response to this, at 9am on (B)(6) 2017, the patient visited the emergency room where a healthcare professional ¿took their vitals¿. It was during this visit that the patient obtained the blood glucose result of ¿190mg/dl¿. No further treatment was documented. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and an approved sample site was used to obtain the alleged inaccurate results. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.